Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain / pain in the shoulders') in a 51-year-old female patient who had essure (batch no. A06327) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced musculoskeletal pain (seriousness criterion medically significant), pain in extremity ("pain in the arms at night / hand pain"), arthralgia ("knee pain") and deafness ("constantly buzzing and bubbles in my ears, feeling of hearing loss"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, pain in extremity, arthralgia and deafness had not resolved. The reporter provided no causality assessment for arthralgia, deafness, musculoskeletal pain and pain in extremity with essure. The reporter commented: patient¿s current status: pain at work carrying weight and handling goods, difficulty raising her arms and lowering herself, pain in the shoulders and arms at night, constant buzzing in her ears, feeling of bubbles and hearing loss. She repeats herself constantly because of the buzzing and bubbles in her ears. This affects everything she does in her daily life. Lot number: a06327, manufacturing date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('joint and muscle pain / pain in the shoulders') in a (B)(6) year old female patient who had essure (batch no. A06327) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced musculoskeletal pain (seriousness criterion medically significant), pain in extremity ("pain in the arms at night / hand pain"), arthralgia ("knee pain") and deafness ("constantly buzzing and bubbles in my ears, feeling of hearing loss"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, pain in extremity, arthralgia and deafness had not resolved. The reporter provided no causality assessment for arthralgia, deafness, musculoskeletal pain and pain in extremity with essure. The reporter commented: patient¿s current status: pain at work carrying weight and handling goods, difficulty raising her arms and lowering herself, pain in the shoulders and arms at night, constant buzzing in her ears, feeling of bubbles and hearing loss. She repeats herself constantly because of the buzzing and bubbles in her ears. This affects everything she does in her daily life. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.